Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was broken during surgery. No patient harm was reported. A backup device was available to complete the surgery.

Manufacturer narrative:
Additional information received from the complainant has reversed the initial reportability decision. The device broke external to the patient thus the event has been reassessed as non-reportable.